Event description:
It was reported that during implant, the ventricular lead impedance was less than 100 ohms, even after connecting and disconnecting several times. A piece of insulation was found around the lead tip; once removed the measurements were in range.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.